Event description:
It was reported that the patient felt chest pain. An interrogation revealed possible atrial undersensing during an atrial tachycardia/atrial fibrillation (at/af) episode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.